Event description:
Consumer called to report adjusting insulin dose from reading on their plink meter. Pt felt shaky and dizzy, believes the meter was inaccurate. Analysis run on clark error grid using mean average reading (166) as ref. Point vs. Bd reading (289, 42) yielded data points in the c range of grid, outside acceptable limits.